Event description:
Caller reported a cartridge alarm with the pump and experienced high blood glucose levels, although the specific value was not known. To address the issue, the customer administered a correction bolus via the pump. There was no assistance required from a third party. Technical support confirmed consecutive cartridge alarms and resolved the problem by replacing the pump. The customer expressed interest in obtaining an out-of-warranty loaner pump.